Event description:
It was reported that the patient called to report his device was replaced due to "low battery after 3.5 years." He also indicated that his lead was replaced, but didn't know why. The company database indicates his atrial lead was capped and replaced. Further follow-up did not yield any additional relevant information regarding this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.